Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported during surgery a portion of drill bit broke off in the patient right side. (2.0 drill bit approx. 2.2 cm). An x-ray was obtained per physician. It was determined that the drill bit was in the bone and not going to migrate therefore it would be left in and not removed.